Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The xience prox is currently not commercially available in the u.s. However, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a lesion located in a heavily calcified unspecified coronary artery. An attempt was made to cross with the 2.25 x 8 mm xience prox stent delivery system (sds) which failed. The sds was removed from the anatomy to perform additional pre-dilatation. The device was examined and determined not to be damaged; therefore, it was reinserted and another attempt was made to cross which also failed. During pull back of the sds, without resistance felt, the stent implant dislodged from the balloon onto the guide wire. A 2.0 balloon catheter was placed through the dislodged stent implant and inflated to 2 atmospheres. The guide wire, balloon with stent on it and the guiding catheter were removed as one unit; however, during this maneuver the stent implant was lost somewhere inside the radialis artery where it remains. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that as the sds was advanced resistance was met with the heavily calcified anatomy resulting in the reported failure to advance. As the device was removed then inadvertently reinserted, resistance was again met with the heavily calcified anatomy. During pullback interaction with the heavily calcified anatomy and/or other device resulted in the reported stent dislodgement. It should be noted that the xience prox everolimus eluting coronary stent system instructions for use, states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to manufacture, design or labeling.